Manufacturer narrative:
A device history record review was completed for provided material number 301000 and lot number 220922. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained for evaluation by our quality team. The retained samples were assembled with a bd emerald 2ml syringe by following regular practices. The hub was positioned onto the syringe tip with a slightly rotational movement. None of the retained samples displayed any signs of defect and no leakage was observed. Based on the investigation results, an exact manufacturing related cause could not be determined at this time. Although these are not confirmed causes, it is possible that the reported incident resulted from a defective connection due to defective luer dimensions or damage to the syringe or connector tip. It is also possible that the incident could be related to an insufficient adjustment between the two devices during use. Based on the preventive measures in place, we believe it is unlikely that the reported incident resulted from a damaged needle. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd microlance needle leaked. The following information was provided by the initial reporter: on 19th july 2024, during manufacturing of lps240719c-03 in our distribution isolator our technicians detect a spillage of a small quantity of solution between the microlance needle (internal batch mic230612a, supplier lot 220922 with an expiry date of 31 aug 2027) and the connector with the cathivex filter.